Manufacturer narrative:
This event was reported by the patient's legal representation. The surgeon is: dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit sling was implanted into the patient on (B)(6) 2014. As reported by the patient's attorney, the patient has experienced an unspecified injury. Boston scientific has been unable to obtain additional information regarding the event to date.